Event description:
Boston scientific received info that this right atrial (ra) lead dislodged one day post implant. The pt reported being picked up under the armpits to be moved in the bed. An invasive procedure was performed. The lead was successfully explanted and replaced. No additional adverse pt effects were reported.